Event description:
The surgeon inserted a aa203tl silicone placte toric lens and lthe lesn tore. The lens was removed without enlarging the incision and no sutures were required. There was no pt injury.